Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the initial procedure was performed in 2008. The 2.5 x 13mm rx pixel was successfully implanted in the mid rca. The following month, during a follow-up visit, cardio angiography was performed and there was 90% stenosis at the lesion. Another company's 2.5 x 14 mm balloon was inflated to treat the stenosis. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. The pt effect of restenosis is listed in the rx pixel instructions for use (IFU) as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. Reportedly, there was no device malfunction noted at the time of the stent implantation and the procedure was successfully completed. However, a conclusive root cause for the reported pt effects and the relationship to the device, if any, could not be determined.